Event description:
Boston scientific crm received information that this transvenous atrial pacing lead dislodged shortly after implant. The patient had raised an arm, dislodging the lead. The boston scientific crm representative questioned why the lead was not pacing in the atrium. A boston scientific crm technical services consultant discussed that the patient's intrinsic rhythm was faster than the programmed lower rate limit.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.